Event description:
Customer tested 5.3 inr on the coaguchek xs system and 3.77 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.